Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for gastrointestinal (gi) bleeding. The pt was given 12 units of red blood cells (rbcs), 5 units of fresh frozen plasma (ffp), and 5 units of platelets. Linear lesions were discovered which would put the pt at high risk for bleeding, though the pt was not bleeding at the time. A clot was reportedly found in the stomach and erythromycin and administered to dissolve the clot. The pt continues to be monitored and no further bleeding has occurred.